Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, a cartridge change error message occurred while reloading a cartridge. Customer's blood glucose (bg) level ranged from 337-450 mg/dl. A correction bolus via the pump and a manual injection was administered to address bg. Reportedly, the alarm was able to be cleared and insulin delivery was resumed.